Event description:
Depuy pinnacle hip replacement failure. Total left hip revision surgery (B)(6) 2014 due to failure causing implant dislocation in 2012 and 2013. Elevated cobalt and chromium level resulting in metallosis and necrosis. Femur fracture (B)(6) 2013, numbness, difficulty walking, left leg and one half inches longer then right leg and extreme hip dislocation persuasions.